Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted. The device had passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had missing end cap sticker, minor scratches on the lcd window, cracked case at display window corners, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.